Manufacturer narrative:
Additional information: section d.6b. Correction information: section a.1, a.2, a.3, d.1, d.4, d.6a, h.4, h.10. Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved. The recipient is wearing the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a head trauma. The recipient is presenting with a bump under the headpiece. The recipient was prescribed antibiotics (type unknown).

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.